Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (102 service code) was confirmed. Upon investigation the monitor displayed service code 102. The cause for the failure was isolated to a shorted q2 transistor on the computer/analog pca. The root cause for the shorted q2 transistor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was displaying a service code.